Event description:
It was reported that the customer experienced a high blood glucose level of 500 mg/dl. The customer gave himself manual injections. His most recent blood glucose level was 182 mg/dl. He received a compromised force sensor system alarm and insulin was squirting out. The drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a cracked display window, a cracked case near a display window corner, cracked reservoir tube window and lip, cracked battery tube threads, a stained address and serial number label and a missing end cap sticker.